Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 532 mg/dl. Reportedly, the customer reverted to manual injections to address bg. The customer declined to provide additional information regarding the issue.